Event description:
Clinic notes dated (B)(6) 2013 indicate that the patient had convulsive seizure with todd paralysis involving the upper and lower extremities. The patient was brought to the emergency room where he was admitted. The patient's todd paralysis resolved in about 6-8 hours, and then he was observed until the day of discharge. Follow up with the physician found that the patient would be going in for a prophylactic vns replacement due to the recent changes and status episodes. The patient is known to have status episodes pre-vns and the changes in her pattern are not above her normal baseline levels. The patient is noted to be on settings; however, the exact settings were not provided. The physician stated that he could not increase the patient's settings further and the patient lives in a group home where there is a question of medication compliance. Diagnostics performed indicate that it is functioning properly. The exact results were not provided. The physician was not sure how the patient's increase was related to the device but felt it should be replaced due to the recent changes. No further details were provided. Surgery is likely, but has not occurred to date.

Event description:
On (B)(6) 2013, it was reported that this vns patient underwent revision. The explanted product is not expected for return per hospital policy.

Event description:
On (B)(6) 2013 a battery life calculation was performed which showed 5.68 years remaining until eri=yes. The patient was referred for surgery and although surgery is likely, it has not occurred to date.